Event description:
A complaint was reported involving a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm and decided to replace the pump. The customer was informed about the steps to take upon receiving the replacement and was instructed to use multiple daily injections (mdi) as backup therapy. The replacement pump, which includes updated software, was sent to the customer, and instructions were provided for putting the current pump into storage mode before returning it.